Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by clacified plaque during iabp.

Event description:
The following was reported to datascope on 11/7/96: the iab was inserted into female pt who had just undergone CABG. No difficulty was encountered inserting the iab. Good augmentation was noted. Blood was noted in the gas line. Iabp was discontinued one hour later and surgeon and perfusionist were notified. The pt's blood pressure and vital signs remained stable post iabp termination. The following day, the pt appeared stable. The pt remained intubated and ventilated. [Event complications]: unknown-reported 9/20/96; none from the event-rpt'd 11/7/96. [Pt's current status]: stable - rptd' 11/7/96.